Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device power cycled unexpectedly during use. In this state, defibrillation therapy would not be available, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device power cycled unexpectedly during use. In this state, defibrillation therapy would not be available, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.